Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was having a pain in the left leg which has now migrated to the right leg and feels like there is a fist going into their butt cheek. The patient met with the rep at the doctors office who helped with changing programs, but they still had the pain. On the call, they changed programs but still had pain so they turned therapy off. They still had pain but will keep therapy off for a day and follow up with the doctor as needed. Additional information was received on 2021-04-19 from the patient. They reported that therapy is off since last called and needs help getting ready to have MRI. Patient services reviewed MRI mode information and patient said that she wasn't informed about this before. With instruction patient was able to connect implant and then practiced placing into MRI mode and deactivated and left therapy off. Reviewed how to recharge as ins battery at 30% and patient said that MRI appointment not yet scheduled. Patient's granddaughter confirmed sees blinking green light, reviewed this means it is recharging implant and reviewed what beeps will sound when reaches 100%. On (B)(6) 2021 the patient called again asking for help activating MRI mode. Patient services reviewed information. On 2022-08-10 additional information was received and patient stated that patient has lost a lot of weight about 35 lbs., patient said that for 6 months or more (patient's couldn't remember) has been feeling pain at ins site, "the box" and affecting left leg, making it very difficult to walk. Patient called hcp office and was directed to contact medtronic to turn device off. When asked, patient said that the box sticks out more. With instruction patient turned stimulation off, however did receive ins battery very low, so is possible that stim was already off. Patient services suggested patient recharge ins battery and patient started recharge session and will charge to 100% (however did explain that stim is off and to keep off so can assess pain). Patient to monitor is pain subsides with stimulation off and then follow up with hcp for medical assessment of ins pocket site.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.